Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with a partially broken retainer ring. Unable lock a test p-cap into the reservoir compartment due to a partially broken retainer ring. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, partially broken retainer, pillowing keypad overlay, and keypad overlay texture damage. Cosmetic damage was confirmed on the pump. Partially broken retainer ring damage was confirmed. Reservoir unable to lock into place was confirmed due to a partially broken retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack in the casing of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1886l. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Customer discontinued the use of the insulin pump. Mmt-1886l was requested and customer responded the device was returned.